Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inplanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. The patient has a history of hypertension, past tobacco use, and hypothyroidism. It was reported that there was a dissection of the left common femoral artery. The cause of the dissection is unknown. The dissection was repaired intraoperatively with patch, and a left femoral endarterectomy was performed. Final angiogram demonstrated a branch endoleak, and the outcome was reported to be successful with exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine. No further information is available.